Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 4.6, error, 6.1; lab: >10. Therapeutic range: 2.0-3.0. No known medical conditions that would interfere with test. Pt was hospitalized the next day due to everything going on with her inr being out of range. Not solely due to inratio.